Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experiencing difficulty charging the pump with the usb cable. Customer used an alternate usb cable and the pump charged successfully. In addition, the contact reported that the pump battery gauge depleted faster than expected. Although requested by tandem technical support, the contact declined to perform troubleshooting. Blood glucose level was 306 mg/dl.

Manufacturer narrative:
Correction: (no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted).